Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pause in pacing was seen on some strips prior to the patient coming into the ER (emergency room). The patient experienced lightheadedness and dizziness when ttm (transtelephonic monitoring) caused a pause. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) was at eri (elective replacement indicator) and that a several minute pause in pacing also occurred with a programmer interrogation of the device. The ER interrogation caused approximately twenty seconds of asystole before staff turned up output on the crt-p. The patient¿s intrinsic rhythm kicked in at thirty beats-per-minute and after several minutes with external pacing the crt-p started pacing again in backup mode (vvi65). The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.